Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a damaged/defective tubing clamp which was noted prior to use. The following information was provided by the initial reporter: when trying to close a clamp before use, the hcp found that the clamp was damaged.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused, opened nexiva 24 ga unit from material number (B)(4) lot number 9338114 and two photos. A visual evaluation was performed on the returned sample which displayed the right, left and latch arms were missing from the pinch clamp. The reported issue was confirmed and most likely due to a manufacturing related issue. The damage can take place while the clamp is being loaded on the extension tubing or when the pinch clamp is out of position on a pallet. The tooling that picks up the part can damage the pinch clamp. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a damaged/defective tubing clamp which was noted prior to use. The following information was provided by the initial reporter: when trying to close a clamp before use, the hcp found that the clamp was damaged.